Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 412 mg/dl. The customer treated with manual injections. It was reported that insulin exited after reinserting the tubing connector. Nothing was replaced or returned.